Manufacturer narrative:
An event of bvvi was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a vibratory alert for their implantable cardioverter defibrillator. During in clinic interrogation, it was noted that the device was in backup vvi mode. The device was reverted back to original settings. Patient was stable.